Manufacturer narrative:
Patient age not available from the site. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735796r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the camera cart of the navigation system became unresponsive and lost display functionality. It was noted that the navigation system displayed information regarding the pcoip in the center of the screen. It was noted that when the issue occurred, the site continued navigation with the surgeon monitor. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735796, serial/lot: (B)(4). A medtronic representative went to the site to test the equipment and the issue was confirmed. The pcoip was replaced. The system then passed the system checkout and was found to be fully functional. Analysis of the pcoip found an electrical failure; defective printed circuit board assembly (pcba). The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the patient was (B)(6) years old.